Event description:
Per the clinic, the patient experienced an infection at implant site (specific date not reported) and subsequently the patient was placed on a 10 days course of oral antibiotic and topical antibiotic (specific date and duration not reported). However, the issue did not resolve resulting into wound dehiscence exposing the transducer (specific date not reported). The device was explanted (date not reported). It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.